Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Photos provided of a micro label for this complaint (and related prs) was provided. The label matches that in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information indicated the user intentionally deployed the bands outside of the patient. This is the most likely cause of this report. The instructions for use (IFU) states, "do not deploy bands prior to advancing endoscope to desired banding site. Deployment of bands outside of the intended banding site may not be representative of in-vivo use and will reduce the number of bands available for use." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the user intentionally deployed the bands outside of the patient, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr report will be submitted within 30 days of submission of this report.

Event description:
In preparation for an unspecified ligation procedure, the physician was preparing to use a cook 6 shooter saeed multi-band ligator. It was reported that the [user] in front of us has pushed off the straps [bands] for control, and where the [bands] have not contracted immediately as they should. In some cases, they have contracted after a few minutes, in other cases not at all. As this observation was made prior to patient contact, section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence and the patient did not experience any adverse effects due to this occurrence.